Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a vbs (l3) for the l3 vertebral body fracture on (B)(6) 2023. When the cement was injected, it was confirmed that the cement leaked into the blood vessel. The event took place in sequence as follows: 1. 2 cc cement was injected into the left side. A little amount of the cement flowed forward into the vertebral body; however, no problem within the vertebral body. 2. 2 cc cement was injected into the right side without any problems. 3. 1 cc cement was injected into the right side. Leakage into blood vessel was confirmed immediately after cement injection. No vital signs or other problems. 4. 0.4 cc cement was injected into the left side. The cement flowed to the weak anterior side, and cement injection was stopped. There were no changes in vitals, and the surgery was completed successfully without any surgical delay. No other medical intervention was required. The surgeon will follow up the patient. This report involves one vertecem v+ cement kit. This report is related to (B)(4), which reports the balloon. This is report 1 of 1 for (B)(4).